Event description:
The outer cannula curvature and size were incorrect on three (3) size 6 cfn, cuffless tracheostomy tubes. With two of the 6cfn devices this was visually detected prior to use sometime in 8/96. However, pt did use the 6cfn devices despite reportedly experiencing minor discomfort. With the third 6cfn device, pt experienced minor distress, gagging and spasms approx one day after insertion. After the device was removed and a second device placed, the symptoms subsided and pt returned to baseline condition. A second attempt to use the same device produced a recurrence of the reported symptoms. Pt's respiratory therapist visually examined and compared the 6cfn devices and confirms the reported differences.